Manufacturer narrative:
The stm attempted to manipulate the s1 (a and b) switches but was unable to get the voltage for the solenoid driver board to fall within factory specifications. The stm replaced the solenoid driver board and noted that all measurements were within factory specifications. The stm completed pm service including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the solenoid driver board test. The stm noted that the voltage readings between tp 2 and tp 5 on the solenoid driver board were below factory specifications. Since the event occurred during pm, there was no patient involved and no adverse event was reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the solenoid driver board test. The stm noted that the voltage readings between tp 2 and tp 5 on the solenoid driver board were below factory specifications. Since the event occurred during pm, there was no patient involved and no adverse event was reported.